Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation and partial clip movement. Patient ID: (B)(6). It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted reducing mr to grade 1. On (B)(6) 2020 a follow-up echocardiogram showed that mr was grade 2. Although the mr may be related to disease progression, there was hypermobility of the clip in a more medial position without signs of detachment. The patient has a history of supraventricular tachyarrhythmia; this could have caused a dilation of the left atrium, with a possible impact on the anatomy of the valve ring. There was an increase in left atrial size. There was no suspected or confirmed leaflet or chordal damage. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a conclusive cause for the reported partial clip movement could not be determined. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported mr was likely due to patient condition. There is no indication of a product issue with respect to manufacture, design, or labeling.